Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation. A review of the device history records for the explanted ipg and leads was completed, and no anomalies were noted. This is the final report.

Event description:
The pt's system was explanted due pain at the pocket site. The physician confirmed that there was no device malfunction reported at the time of explant.